Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03july2019. A follow up report will be submitted once the evaluation is complete. (B)(4).

Event description:
The customer reported a screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date received by manufacturer: 15jul19. Date of report: 31jul19. Repair information was confirmed. There was no patient involvement. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The fse noted that the screen would not touch settings.